Manufacturer narrative:
Ous MDR.

Event description:
Our MDR - after an implantation time of about 6 months, it was reported that oversensing was detected via home monitoring. No deterioration in the pt's state of health was reported. The device was explanted.